Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The fse retightened loose high pressure helium connections, and verified there was no leak in cart. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) was leaking helium where tank was draining. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.